Manufacturer narrative:
UDI information is unknown. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. The top case was cracked on the top left and the whole bottom case was cracked. Right and left plunger cases were also cracked. Occlusion testing was performed and a motor rate error was confirmed. The root cause of the reported issue was found to be a result of normal wear or components. The components were replaced and the device passed function testing afterwards. This MDR was generated under protocol (B)(4).

Event description:
It was reported that the device had issues with physical damage and motor. No patient injury was reported.